Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd safetyglide¿ needles were missing some of the printed information on their labeling. The following information was provided by the initial reporter: "teammates discovered 5 each needles without packaging print in the bottom layer of 5 separate boxes lot 2136978. 5 needles without print were found in the bottom layer of 5 bd needle boxes. The qa team accepted the remaining raw material of lot 2136978, no additional needles missing print were discovered, there is no material on hold."

Manufacturer narrative:
Investigation summary: twenty-five samples and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that top web graphics and all applicable information were missing from the sealed packages. Potential root cause for the missing print defect is associated with the packaging process. Work instruction and process control form will be updated to ensure the camera is functioning properly. A device history record review was completed for provided lot number 2136978. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 25 bd safetyglide¿ needles were missing some of the printed information on their labeling. The following information was provided by the initial reporter: "teammates discovered 5 each needles without packaging print in the bottom layer of 5 separate boxes lot 2136978. 5 needles without print were found in the bottom layer of 5 bd needle boxes. The qa team accepted the remaining raw material of lot 2136978, no additional needles missing print were discovered, there is no material on hold."